Event description:
It was reported that the patient with the pacemaker device exhibited noisy on this right atrial (ra) channel. There was a signal artifact monitor (sam) episode noted and the electrogram (egm) showed ra impedance measurements, measuring less than 200 ohms few months ago. Later, the ra impedances were greater than 3000 ohms. It was suspected that there was right atrial (ra) lead degradation. Technical services (ts) recommended to reduce ra sensitivity and consider lead revision. Boston scientific representative stated that the physician was leaning toward ra lead revision procedure, however no decision yet is made. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that the patient with the pacemaker device exhibited noisy on this right atrial (ra) channel. There was a signal artifact monitor (sam) episode noted and the electrogram (egm) showed ra impedance measurements, measuring less than 200 ohms few months ago. Later, the ra impedances were greater than 3000 ohms. It was suspected that there was right atrial (ra) lead degradation. Technical services (ts) recommended to reduce ra sensitivity and consider lead revision. Boston scientific representative stated that the physician was leaning toward ra lead revision procedure, however no decision yet is made. This ra lead remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was explanted and successfully replaced as this lead was fractured. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that the patient with the pacemaker device exhibited noisy on this right atrial (ra) channel. There was a signal artifact monitor (sam) episode noted and the electrogram (egm) showed ra impedance measurements, measuring less than 200 ohms few months ago. Later, the ra impedances were greater than 3000 ohms. It was suspected that there was right atrial (ra) lead degradation. Technical services (ts) recommended to reduce ra sensitivity and consider lead revision. Boston scientific representative stated that the physician was leaning toward ra lead revision procedure, however no decision yet is made. This ra lead remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that the patient with the pacemaker device exhibited noisy on this right atrial (ra) channel. There was a signal artifact monitor (sam) episode noted and the electrogram (egm) showed ra impedance measurements, measuring less than 200 ohms few months ago. Later, the ra impedances were greater than 3000 ohms. It was suspected that there was right atrial (ra) lead degradation. Technical services (ts) recommended to reduce ra sensitivity and consider lead revision. Boston scientific representative stated that the physician was leaning toward ra lead revision procedure, however no decision yet is made. This ra lead remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was explanted and successfully replaced as this lead was fractured. No additional patient adverse effects were reported. The lead is expected to return for analysis.